Manufacturer narrative:
(B)(4). Device evaluation: device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and lymphadenopathy. Also reported, periprosthetic effusion and axillary adenomegaly.

Event description:
Pharmacist reported right side rupture, seroma-late and lymphadenopathy. Also reported, periprosthetic effusion and axillary adenomegaly. Device explanted.